Event description:
Paramedics attended to a person complaining of chest pain. The pt was hyperventilating. After being stabilized the pt went into cardiac arrest. Countershocks were administered to the attempted. The device allegedly displayed a leads alarm each time an attempt was made to increase pacing current and pacing was inhibited. The pt was delivered to the hosp and received external pacing therapy, but was not resuscitated. An autopsy indicated the pt had an 80% occlusion of the carotid artery. The attending physician indicated that the alleged malfunction did not cause or contribute to the pt's death based on an assessment that external pacing would not have improved the pt's condition.